Event description:
During coil embolization within a avf, the matrix coil (size unk) could not be advanced forward through the microcatheter. The microcatheter was exchanged and the same thing happened. The third microcatheter (prowler 10) and the same coil was used successfully to complete the procedure. Reportedly, the position of the microcatheter was lost. This was the first coi difficulty experienced. Continuous flush was maintained within the microcatheter. There was no adverse effect to the pt. The products have been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional info will be submitted within 30 days upon receipt.